Event description:
Patient receiving heparin flushes for IV access maintenance. Was hospitalized for eight days in 2008 due to respiratory distress. Dose or amount: 3ml. Frequency: vd. Route: IV. Dates of use: 2008.